Event description:
It was initially reported that the pt had a full replacement surgery. Follow up with the surgeon indicated that the pt was referred for surgery after the neurologist observed high impedance. The generator was replaced due to end of service and the lead was replaced due to the high impedance. When the high impedance was first noticed, the neurologist decreased the pt's output current but did not turn the pt off. The settings were decreased to .5ma and 1ma magnet. The pulse width was also changed to 750sec for both modes. The pt's settings prior to the replacement were noted as "high" however the actual settings were not reported. The product's will not be returned as they were discarded.